Event description:
It was reported the patient's lead had migrated. In turn, the patient was receiving ineffective therapy and stimulation in an unintended area. An impedance check showed no anomalies. As a result, the patient underwent surgical intervention to have the lead repositioned on (B)(6) 2015. Effective therapy was obtained after the surgery.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.